Manufacturer narrative:
B5 and medical device problem code were updated. H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A visual inspection revealed the device was received outside of original packaging. The anchors were detached from the needle. The actuator is in the t2 post deployment position. No physical damage visible to the device. A functional evaluation revealed the actuator and actuator tip function as expected. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include inadvertent pressure applied to the actuator knob during use. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl procedure, after t1 of the fast-fix flex was anchored and the needle was pulled out of the meniscus, t2 pre-deployed and laid in the joint space. The suture of t1 was cut with scissors and remained secured behind the capsule. The procedure was successfully completed with non-significant delay using a sn back-up device. No other complications were reported.

Event description:
It was reported that during an acl procedure, internal to patient, the fast fix curved inserter, after t1 was anchored and the needle was pulled out of the meniscus, t2 pre-deployed and laid in the joint space. The suture of t1 was cut with scissors and remained secured behind the capsule. The procedure was successfully completed with non-significant delay using a sn back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl procedure, internal to patient, the fast fix curved inserter, after t1 was anchored and the needle was pulled out of the meniscus, t2 pre-deployed and laid in the joint space and it could not be deployed. The procedure was successfully completed with non-significant delay using a sn back-up device. No patient complications were reported.